Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the failure of the pressure sensor mounted on the main circuit board. The exact cause of the failure pressure sensor could not be conclusively determined. Omsc surmised the following. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. A foreign matter adhered to the mounting of the component and the wires inside the pressure-sensor was peeled off. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center could confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the front panel did not work and the display of the front panel became dark. Olympus field engineer visited the user facility and found that the device beeped in addition to the reported phenomenon. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.